Event description:
It was reported that the customer had high blood glucose levels of 230.4 mg/dl. The customer reported having multiple leaking reservoirs for the insulin pump. The customer also reported having air bubbles in the reservoir of the insulin pump. Troubleshooting was not completed because the customer had to go attend to a family medical emergency. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)